Event description:
It was reported that during the surgical procedure, the "pad" of the large needle driver instrument fell inside of the pt. The pad was retrieved and the planned surgical procedure was completed with a replacement instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with one of the carbide tips (which the customer referred to as the "pad" of the instrument) missing. As indicated in the complaint notes, the carbide tip was retrieved from the pt. Engineering evaluation observed trace amounts of residual brazing on the instrument grip surface. This observation leads engineering to conclude that the grip surface was not sufficiently cleaned prior to the brazing being applied. This contamination may have caused a weakened braze, thus allowing the carbide tip to fall off.